Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6).this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the thimble came apart, the timble lock was loose and the bearings were worn on the attachment device. It was also noted that the device failed pretest for temperature assessment (@ elbow and base) and thimble set screw. It was reported in the service order that the device does not function properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.